Event description:
Patient reported, they "have been sick". And capsular contracture, baker grade unknown. Additionally reported, was the patient being "severely depressed". Which has been deemed not related to the device. Affected side is right. The device remains implanted.

Event description:
Patient reported they "have been sick" and capsular contracture, baker grade unknown. Additionally reported was the patient being "severely depressed" which has been deemed not related to the device. Affected side is right. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown.